Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery with multiple cartridges. The customer's blood glucose level was 150-160 mg/dl. Reportedly, the customer reverted to alternate therapy for diabetes management.